Event description:
An anesthesiologist discovered that the circuit used on the anesthesia machine was occluded. Another circuit was used and there were no further problems. It was known that there was a recall of the product. A sales rep from medline had been in our facility and inspected our circuits and it was reported they were all fine. Another lot number of circuits was ordered from medline and found two defective circuits in the new shipment.